Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent hernia repair on (B)(6) 2016 whereby a [device brand] was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: surgery to remove mesh, recurrence, component separation, severe pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: implant preoperative complaints: none provided. Implant procedure: repair of incarcerated ventral hernia with dual mesh. Implant: gore® dualmesh® plus biomaterial ((B)(6) /1dlmcp05) 7.5 x 10 cm. Implant date: may 10, 2016 [hospitalization dates unknown] (B)(6) , (B)(6) md, anesthesia: general, preoperative diagnosis: incarcerated ventral hernia, postoperative diagnosis: incarcerated ventral hernia. Procedure: ¿the abdomen was prepped and draped in routine fashion. A transverse supraumbilical incision was made. The hernia sac was encountered. The sac was opened. The incarcerated omentum was carefully dissected free and reduced. The fascial margins were defined. The sac was resected. A piece of dual mesh was selected with an overlap, it was sutured to the fascia circumferentially with interrupted sutures of 0 ethibond. The umbilical skin was sutured to the fascia to recreate the normal appearing umbilicus. The skin was closed with 3-0 vicryl and steri-strips. Sterile dressings applied. The patient tolerated the procedure well.¿ relevant medical information: (B)(6) 2016:(B)(6) , (B)(6) md, pathology: ¿specimen: hernia sac¿ ¿gross description: the specimen is labeled with the patient¿s name, medical record number, and identified as hernia sac. Received in formalin are three portions of yellow tan membranous tissue measuring approximately 3.5 x 2.0 1.5 cm. Attached fibroadipose tissue exhibits no discreet lesions or indurations. Representative sections are submitted in one cassette.¿ ¿diagnosis: ventral hernia sac: benign adipose tissue and membranous fibrovascular tissue having patchy chronic inflammation.¿ (B)(6) 2016: office visit, (B)(6) md: ¿patient reports fever and chills. She reports shortness of breath but reports no wheezing. She reports no sore throat, no headache, and normal heart rate. She reports no lumps, no tenderness, and no discharge. She reports no chest pain, no heart murmurs, and no irregular heartbeat. She reports no nausea, no vomiting, no change in abdominal girth, no diarrhea, no constipation, and no blood in stools. She reports no itchiness, no rash, and no new skin lesions. She reports no numbness, no incoordination, no tingling, and no seizures. She reports no joint pain, no back pain, and no leg pain. She reports no easy bleeding tendency, no easy bruising tendency, and no lymph node enlargement or tenderness.¿ (B)(6) 2016: office visit, (B)(6) md: ¿status post a ventral hernia repair. She had a fever or 101.5. She had difficulty urinating after surgery and she is having difficulty having a bowel movement. Her physical exam today shows tenderness at the wound which it should be since it was a fairly significant ventral hernia. There is a slight erythematous hue laterally but not particularly profound. I am going to put her on cipro 500 mg twice a day. I am going to see her back tomorrow morning. I have asked her to drink plenty of fluids and to use dulcolax suppository for her bowel movement. If she is persistently febrile tomorrow, then I will probably admit her. Addendum: her friend says that she has had difficulty breathing, and j think that is just one too many things, so rather than treat this as an outpatient. I am going to send them over to the ER for a chest x-ray and blood work.¿ (B)(6) 2016: office visit, (B)(6) md: ¿patient reports no fever and (normal) chills. She reports no sore throat, no headache, and normal heart rate. She reports no lumps, no tenderness, and no discharge. She reports no chest pain, no heart murmurs, and no irregular heartbeat. She reports no wheezing and no shortness of breath. She reports no nausea, no vomiting, no change in abdominal girth, no diarrhea, no constipation, and no blood in stools. She reports no itchiness, no rash, and no new skin lesions. She reports no numbness, no incoordination, no tingling, and no seizures. She reports no joint pain, no back pain, and leg pain. She reports no easy bleeding tendency, no easy bruising tendency, and no lymph node enlargement or tenderness.¿ explant preoperative complaints: (B)(6) 2020: (B)(6) general surgery and hernia center, (B)(6) do, surgical consult: ¿this patient is a very pleasant 56 year old female. She initially underwent laparoscopic cholecystectomy and developed an incisional hernia around the umbilical incision. In 2016 she underwent laparoscopic repair of this defect. She had a question of pneumonia and was coughing a lot. She soon developed a recurrent bulge. She gets discomfort from this defect after eating and with activity. She does have some constipation, but denies obstipation, nausea, vomiting, or fever.¿ physical examination, abdomen/gastrointestinal: ¿no abdominal distension has been noted. Patient does have abdominal tenderness. There is an abdominal hernia present. There are two separate fat incarcerated defects around the umbilicus.¿ ¿recurrent incarcerated incisional hernia. She is quite symptomatic and eager to restore functionality of the abdominal wall. I would like her to obtain her laparoscopic repair operative report. She has stopped smoking for several weeks. I would like her to continue not smoking. Based on the recurrent nature of this hernia, the fact that ere are now two separate defects noted on recent u/s [ultrasound], and a laparoscopic repair has already failed, the only option is open repair with bilateral components [sic] separation, and retro-rectus biosynthetic mesh placement, and possible mesh removal. She understands the procedure in full, as well as benefits, alternatives, and risks. The risks include but are not limited to anesthesia risks (cardiac and pulmonary events), bleeding, infection including infection, seroma formation, hernia recurrence, chronic pain, and organ injury including bowel injury. She verbalizes understanding and wishes to proceed.¿ (B)(6) 2020: (B)(6) , (B)(6) do, indications: ¿the patient is a very pleasant 56-year-old female who presented to my office after she initially underwent laparoscopic cholecystectomy. She then developed an incisional hernia around the umbilicus. In 2016, she actually underwent an open repair of the defect with dualmesh. She clearly recurred soon after the repair and she actually developed 2 separate defects around the umbilicus with fat incarceration. This was also noted on recent ultrasound. She was seen in the office and consented for abdominal wall reconstruction with bilateral component separation and retrorectus placement of biosynthetic mesh. She understood the procedure in full. She understood the benefits, alternatives, and risks, and she wished to proceed.¿ explant procedure: bilateral component separation (myofascial release of posterior sheath and transversus abdominis muscles), partial omentectomy, removal of intraperitoneal mesh, adjacent tissue transfer (234 sq cm transfer), open repair of recurrent incarcerated incisional hernia, retrorectus mesh placement. Explant date: (B)(6) , 2020 [hospitalization dates unknown] (B)(6) , (B)(6) do, anesthesia: general, preoperative diagnosis: recurrent incarcerated incisional hernia, postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure: ¿the anterior abdomen was then prepped and draped in usual sterile fashion. A time-out was performed. Once all parties were in agreement, a 15 blade scalpel was used to make a midline incision. There dermis and the subcutaneous tissue were dissected sharply with cautery. I quickly entered a very superficial hernia sac just to the right of the umbilicus. There was clearly no bowel within the hernia sac. I was able to pass a finger through the hernia sac and into the abdomen. There was incarcerated omentum withing the larger hernia sac, but again no bowel, and I was able to palpate mesh that had invaginated into the larger hernia sac. There was hernia to the left and slightly superior to the umbilicus as well. I was able to open the midline superior to the defects and the omentum which was densely adherent to both the hernia sacs was taken with cautery. Multiple pieces of omentum were amputated with cautery. There was excellent hemostasis of the amputated omentum. The pieces of omentum were sent in piecemeal fashion for permanent pathology. Once the omentum was taken down, I was able to open the fascia superiorly and inferiorly from the umbilicus to expose the abdomen. There was clearly no bowel within the defect. However, at the larger more inferior defect, the old dualmesh was definitely in an intraperitoneal position and it was amputated using cautery off the peritoneum. There were old ethibond sutures that were divided sharply with scissors and these were all discarded. The old dualmesh was sent for permanent pathology as well. The abdomen was inspected again. There was excellent hemostasis from the divided omentum. Bowel was viable and again was not incarcerated within the defect. There were no other abnormalities noted in the abdomen. We then proceeded to place 4 moist radiopaque white towels within the abdomen to protect the underling viscera during flap dissection. We began the flap dissection on the left. The somewhat attenuated linea alba was grasped with kocher clamps and retracted anteriorly. It was difficult to find the posterior sheath as it was somewhat thin. Once it was opened, rectus muscle was clearly seen anteriorly. The entire posterior sheath was opened the entire length of the skin incision which was approximately 18 cm. Using blunt finger fracture and blunt dissection with a laparotomy pad, I was able to dissect the overlying rectus muscle off the posterior sheath. This provided good medial advancement of the myofasciocutaneous flap. Based on the lateral left defect, it was clear that we would require transversus abdominis release as well. Blunt dissection was taken down all the way to the lateral border of the left recuts muscle. Care was taken to preserve all perforated vessels and nerves. Once the posterior sheath was fully released, we ensured that the towels were under the viscera for the transversus abdominis release. Rectus muscles were retracted laterally. The posterior sheath was grasped with allis clamps and retracted medially with good tension in both directions. The transversus muscles were noted in the transverse direction. I was able to score the posterior sheath longitudinally. Approximately 2 cm medial to the lateral border of the rectus using a right angle, able to lift up the transversus abdominis musculature and divide it between the right angle dissector. This allowed excellent release for medialization of the flap and later adjacent tissue transfer. Attention was then focused on the right flap. The right side was somewhat more robust as the larger hernia was more within the midline. The fascia was retracted anteriorly. The towels were positioned to protect the underlying viscera. The posterior sheath was more easily identified. Rectus muscle was clearly seen anteriorly. Using cautery, we opened the posterior sheath the entire length of the incision. At the inferior aspect of the midline, we were clearly below the arcuate line and in a preperitoneal plane, this was undermined below the linea alba which was strong in the inferior midline to undermine the mesh. In the superior position, we were not at all up to the xiphoid. Therefore, the linea alba was protected and we t¿d [sic] off the 2 sides of the posterior sheath, entered the preperitoneal plane in the superior midline. The flaps were still under somewhat tension. Therefore, right-sided transversus abdominis release was performed. Again, the rectus muscle was retracted laterally. The posterior sheath was retracted medially with allis clamps and under good tension. The posterior sheath was scored with cautery approximately 2 cm medial to the perforated vessels and nerves, which were well preserved through the dissection. The right transversus abdominis musculature was elevated with fine right angle and divided between the right angle to provide the transversus abdominis release on the right provided excellent medialization and adjacent tissue transfer of the right-sided flap. We were then prepared to close the posterior sheath both superiorly and inferiorly. The posterior sheath was approximated with 2 interrupted fight-of-eight 0 vicryl sutures. Once there was approximation superiorly and inferiorly, the posterior sheath was then closed in a running fashion. Once suture was started superiorly with sutures started inferiorly and the 2 sutures were tied together a the midportion of the wound. Please note all 4 white radiopaque towels were removed from the abdomen prior to closure of the posterior sheath. There was excellent hemostasis noted within the abdomen and there no evidence of any bowel injury. Once the posterior sheath was closed, we then measured the retrorectus space. It was 18 cm tall x 13 cm wide. A bard phasix mesh was brought on the field and cut to appropriate size. It fit very well to cover the entire retrorectus space. Percutaneous transfascial sutures were then placed at the midpoints in the left and right side. Pmi device was used to pass the sutures transfascially, 0 pds sutures were used. At the superior midline and inferior midline, non-percutaneous transfascial sutures were also passed, 0 pds using the pmi device. All sutures were pulled taut and then tied down. There was excellent coverage of the entire retrorectus space without any buckling of the mesh. A 15-french round drain was then brought onto the field. It was brought out through a stab incision in the left lower quadrant. It was positioned to cover the entire retrorectus space. Four interrupted 2-0 vicryl sutures were placed as tacking sutures in each of the 4 quadrants to tack the mesh to the overlying rectus muscle. These sutures will hopefully decrease drain time. The entire space had excellent hemostasis. The anterior fascia was then approximated with #1 pds in a running fashion. There was excellent adjacent tissue transfer of the entire 18 x 13 cm area and both flaps were able to be approximated very well without any tension. The fascia on the superior left aspect of the wound was somewhat attenuated, but with careful close bites, we were able to approximate the fascia and pull it tight and I was able to hold suture extremely well. One #1 pds suture was started superiorly and one was started inferiorly and 2 sutures were tied together just superior to the umbilicus. There was excellent tension-free fascial approximation noted on palpation. The skin and subcutaneous tissue were irrigated with copious amounts of saline. The midline as well as the 2 percutaneous transfascial sites were approximated with staples. The incision was infiltrated with 20 ml of 0.25% marcaine plain. The drain exit site was secured with a biopatch and a tegaderm. The midline was covered with a 20 cm prevena wound vac. It had excellent seal and was connected to the battery pack and had -120 mm of suction. The anesthesia team then provided a bilateral tap tapp [sic] block successfully. The patient was placed in a binder.¿ relevant medical information: (B)(6) 2020: (B)(6) general surgery and hernia center, (B)(6) do, post operative visit: ¿patient returns status post abdominal wall reconstruction done (B)(6) 2020. She has no pain or bulge. She has been having nausea and vomiting since saturday. She is passing flatus and having normal bms.¿ ¿abdomen is soft, nontender, nondistended. The incisions are clean, dry, and intact. There is no early recurrence.¿ ¿she looks great from a surgery standpoint. I am not sure why she is having nausea and vomiting. She will get stat films now to r/o [rule out] ileus or obstruction. I have given her zofran. I [sic] she is not tolerating a diet by later today she will be readmitted.¿ (B)(6) 2020: (B)(6) general surgery and hernia center, (B)(6) do, post operative visit: ¿patient returns status post abdominal wall reconstruction on (B)(6) 2020. Her ileus has resolved. She denies pain or bulge.¿ ¿abdomen is soft, nontender, nondistended. The incisions are clean, dry, and intact. There is no early recurrence. The drain has less than 20 cc in 24 hours.¿ ¿doing well. I have removed all staples and the drain. She will continue binder when active and no heavy lifting or straining.¿ (B)(6) 2020: (B)(6) general surgery and hernia center, (B)(6) do, post operative visit: ¿patient returns status post abdominal wall reconstruction done (B)(6) 2020. She denies pain or bulge.¿ ¿abdomen is soft, nontender, nondistended. The incisions are clean, dry, and intact. There is no early recurrence.¿ ¿doing well. She can resume full activity.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.